Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had a slight struggle in getting the tachy lead into the competitor's device. Boston scientific technical services (ts) discussed tolerances and possible reason for the issue. The lead remains in service. No adverse patient effects were reported.